Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).

Event description:
A customer reported a case of infiltrates/inflammation, observed on a pt's right eye on the flap edge at one week post (prk) photorefractive keratectomy enhancement. Reporter indicated the topical steroid drop dosage and the topical antibiotic drop dosage was increased, an oral steroid and topical antibiotic ointment was started. Pt noted discomfort in the right eye. Upon follow up, reporter indicated the infiltrates have resolved; however flap erosion was noted at flap edge where the infiltrates were located. There are two medical device reports associated with this event. This report references the right eye. (B)(4).